Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was fully clip deployed. The thumb advancer had been unlocked and retracted proximally. This finding is not consistent with the reported unsuccessful attempt to unlock the thumb advancer and retracting proximally. The locator wings were broken at the distal retaining ring. Two ends of the vessel locator ribbons were still attached at the pusher body bond, but two ribbon halves were detached and not returned with the device. The dislodged and broken locator wings condition is consistent with the report of forcibly removing the device and; therefore, confirmed. The proximal retaining to pusher body bond was broken to expose the proximal end of the vessel locator ribbons. The detached ribbon was found to have been broken off distal of the pusher body as a result of the forceful removal. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were broken and prevented from collapsing possibly by compressed tissue between the vessel locator wings and the distal end of the tubeset during thumb advancement creating a difficult removal condition and creating excessive forces on locator wings causing them to break. It is unknown if the patient anatomy was a contributing factor in the event. Based on the investigation findings, the probable root cause for the broken and detached vessel locator wings is related to operational context during use of the device. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4) - failure to follow instructions (femoral angiogram not taken prior to the procedure). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip was deployed and the physician experienced difficulty removing the device body from the patient's anatomy. He tried to unlock the thumb advancer and retract the thumb advancer unsuccessfully; he followed all recommended handling indicated in the device instructions for use, unsuccessfully. The device was ultimately removed by pulling it out of the tissue. The clip was well in place in the tissue, no additional compression was required. There were no adverse patient effects. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.